Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown lb driver was reported but not returned. Visual evaluation could not be performed. Functional testing was performed using applicable in-house driver. The device was able to engage, retain and disengage as normal. Device history record (DHR) review could not be performed for the driver as the item/lot number was unknown. Complaint history for the unknown lb driver could not be performed as the item/lot number was unknown. Therefore, based on the available information the driver malfunction and the reported event could not be verified since the driver was not returned.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided . UDI not available. Email address unknown / not provided.

Event description:
It was reported that the implant fell to the ground from the driver, the doctor placed another implant without problems.